Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6, d.6b, h.6.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii. And "imaging shows a cyst. And we think, there's a small chance it is a rupture". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Cyst: unable to observe, as it is a medical event. Not related to the device. Rupture: no observed, rupture on the device. Additional observations: crease fold, deformation device and white particles observed, on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and "imaging shows a cyst and we think there's a small chance it is a rupture". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, cyst, rupture.